Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including fatigue, myalgias, arthralgias, vertigo and difficulty concentrating. The root cause of the patient¿s symptoms is unclear. Additionally, the patient experienced sudden bilateral swelling of both breasts and swelling of her axillary lymph nodes bilaterally. She presented to the emergency room where 500 ml of periprosthetic fluid were aspirated from each breast. This fluid was sent for cd30 and alk cytology, to rule out the diagnosis of bia-alcl, but the final report had not yet been received. As a result, the patient underwent urgent lymphadenectomy, explanation, and total bilateral capsulectomy on (B)(6) 2018. The pathology report indicates siliconomas in all of the lymph nodes removed, suggestive of bilateral implant rupture. However, implant rupture was not explicitly mentioned on the operative or pathology reports. This medwatch report is for the patient¿s left breast prosthesis.